Event description:
It was reported that during a radiofrequency ablation procedure wherein the patient had been sedated under general anesthesia, the temperature reading was unstable on the generator. Therefore, use of the device was discontinued and the procedure was not completed. There were no reported patient complications postoperatively. The generator will not be returned as it was retained by the medical facility.